Event description:
A person called lfs on 10/01 alleging their fasttake meter was giving inaccurate erratic readings. The following was documented: customer was "dizzy, pumped". Per potential medical tab notes, "inaccurate erratic/greater than 20%. There are no reading documented--need more info. Replaced the ft meter with the ot ultra meter. Unable to contact the customer. Sending letter.